Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26 mm sapien 3 ultra resilia valve. As reported, upon pushing the commander system with valve into the body, the surgeon noted resistance at the tip of the sheath prior to the valve advancing through it. The valve did advance past this point and was deployed without difficulty. At the end of the case the sheath was noted to have a tear at the distal tip dark blue portion but appeared otherwise intact (distal tip torn). There were no immediate complications noted to the patient. The patient's final outcome was noted to be stable. There was no resistance during sheath insertion, only upon passing the valve. There was no difficulties during esheath removal. There were no difficulties during delivery system withdrawal. The perceived root cause of the event was possible calcium.

Manufacturer narrative:
Supplemental report submitted to include return of device and pre-deco evaluation. Updated d9, h3, and h6 - type of investigation. The device was returned for evaluation and preliminary pre-deco observations showed: 14fr esheath + returned with introducer fully inserted and locked. Sheath shaft curvature due to packaging. Liner fully expanded as design. Distal tip torn radially and longitudinally. Hdpe stretching along distal tip tears. Soft tip damaged and all scores line are present. No distal tip split observed. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints sheath distal tip torn and difficulty advancing delivery system through sheath were confirmed per evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in product risk assessment (pra), and/or by manufacturing process variation as investigated in a CAPA. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (per the additionally received information, ''the perceived root cause of the event was possible calcium'') -may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU , current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of sheath distal tip torn and difficulty advancing through sheath were confirmed empirically. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented and/or by the manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (per the additionally received information, ''the perceived root cause of the event was possible calcium'') - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A CAPA was initiated and is currently in the implementation phase. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.